Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR#: 2134265-2009-03798. It was reported that during a coronary drug-eluting stenting treatment procedure, two stent dislodgments occurred. The target lesion located in the proximal right coronary artery (rca) was predilated with unspecified 1.5mm balloon. A 3.50x32mm taxus liberte stent delivery sys (sds) was advanced; encountered difficulty tracking on the unspecified guide wire. The 3.5mm taxus liberte sds did not cross the lesion. It was noted that the stent moved on the balloon and subsequently dislodged from the sds. The stent remains in the radial artery. Next, the physician advanced a 3.0x32mm taxus liberte sds. The sds could not cross the target lesion and the stent became flared. Upon removal of the sds, the 3.0 stent also dislodged from the delivery balloon and remains in the radial artery. To complete the procedure, the physician implanted a non-bsc stent in the target lesion. No additional pt complications were reported. The pt's current condition is listed as good.